Event description:
User facility reported an unsuccessful cavity integrity assessment (cia) test during an attempted novasure ablation. The procedure was abandoned and a uterine perforation was seen on laparoscopy. The pt was admitted to the hospital following the aborted procedure and discharged in late 2008. During follow-up in early 2009, the physician reported he cauterized the perforation and no further treatment was needed. He reported he has seen the pt on follow-up and she is doing fine. Additionally, he reported he did a hysteroscopy, a dilatation and curettage (d&c), and a sounding with a "d&c dilator" prior to the attempted novasure procedure. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number of the disposable device. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the report observation. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment.